Event description:
It was reported that patient presented to office with painful unstable knee. Scheduled for surgery, insert thickness in erossis to 18mm.

Manufacturer narrative:
An event regarding instability involving a scorpio insert was reported. The event was not confirmed. There have been no reported discrepancies for the referenced lot. There have been no reported similar events for the lot referenced. The exact cause of the event could not be determined. It was reported that the explanted 10mm insert was replaced with an 18mm thick insert. Further information such as pre- and post-operative x-rays and the primary and revision operative reports as well as follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient presented to office with painful unstable knee. Scheduled for surgery, insert thickness in erossis to 18mm.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.